Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, the device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, opening, wear abrasion and crease fold. A microscopic analysis was performed which identify, a sharp opening in the radius. Based on the device analysis, the final assessment is: a crease sharp opening on posterior assessed, as to a fold flaw opening. Non-penetrating nick(stress marks). Missing piece of the shell assessed, inconclusive.